Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s) : dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient complained of diaphragmatic stimulation symptoms. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No patient complications have been reported as a result of this event.